Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. However, the insulin pump powered up properly after battery installation. The operating currents are within specification and passed self-test, a21 error test, rewind, unit passed basic occlusion test and displacement test. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump had broken reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the last couple of times that she changed the battery the display would not power back on. The patient's blood glucose at the time of incident is unknown. The customer stated that she had already received a new battery cap but the blank display anomaly persisted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.